Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and loosening of her knee arthroplasty.

Manufacturer narrative:
Implant date: the patient was noted to have been implanted in 2012. Concomitant medical product: unknown tibial tray, catalog #: unknown, lot #: unknown; unknown femoral component, catalog #: unknown, lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02469, 0001822565-2018-02142, 0001822565-2018-02143.

Event description:
It was further reported from the patient that she has pain, instability, possible loosening, fallen several times and ambulates with a cane. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, this event will be reported under MFR# 3007963827-2018-00085.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown.DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.